Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9343396. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200863990] noted that did not pertain to the complaint.

Event description:
It was reported that a syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: spouse of consumer reported needle hub separation with syringes in current box. Stated when removing the needle cover on almost every syringe so far, the needle part comes off and stays in the cap.stated she is not sure if the needles are in the caps or not.lot # 9343396, cat # 328466, date of event: (B)(6) 2020. Samples: yes, sending mail kit".

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: spouse of consumer reported needle hub separation with syringes in current box. Stated when removing the needle cover on almost every syringe so far, the needle part comes off and stays in the cap. Stated she is not sure if the needles are in the caps or not. Lot # 9343396 cat # 328466 date of event: (B)(6) 2020. Samples: yes, sending mail kit".